Event description:
The surgeon reported the system touchscreen went white in between cases. The system was switched off, but it wouldn't shut down. The standby switch was pressed for 10 seconds and the system shutdown. The system was rebooted four times and the white touchscreen would not clear. The system was switched out to proceed with the case. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the host module. The system was then tested and met all product specifications. The host module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).